Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B) (6) 2010 alleging inaccurate erratic readings on the patient's one touch ping meter. A medical surveillance specialist (mss) spoke to the mother on (B) (6) 2010 and obtained the following information. On (B) (6) 2010, prior to 6:30am, the patient was not feeling well, felt tired and his stomach was hurting. He tested his blood glucose and obtained a 106 mg/dl and a 20 mg/dl. The readings were taken less than 20 minutes from one another. The patient felt that the reading should have been higher. The patient self-treated with more food and drink at 7:00am. The patient went to school and his symptoms progressively got worse; however, mother could not explain to mss how his symptoms got worse. The patient went to the nurse's station and the nurse tested his blood glucose using their meter and obtained a result over 400 mg/dl. The patient's father took him to the ER; where he was treated with insulin; however, the patient's mother does not know whether her son's medication was changed due to this event or what his reading was in the ER. The patient's mother could not provide any further clinical information. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The meter was replaced. The product was replaced. The complaint is being reported since the reporter alleged that due to the erratic readings on his meter, the patient's symptoms got worse and ended up being treated in the ER for a blood glucose reading over 400 mg/dl.